Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer called to high blood glucose levels. The customer's reading ranged from 210 to 400 mg/dl. The customer treated with the insulin pump. During troubleshooting, the customer found a past battery out limit alarm which had made the time and date incorrect. The customer was sent a tubing clamp and was advised to call back to perform the high pressure test. The insulin pump was not replaced or returned for analysis.